Event description:
The event logfile prior to the pump exchange contained multiple low flow estimates as well as sustained low flow hazard events on 06aug2023. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The set speed increase to 7200rpm did appear to increase flow above the low flow threshold. The data appeared to indicate something was interfering with blood volume flowing through the pump. Based on the information from the hospital, the readings were associated with the outflow graft compression. The patient was recovering from surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images confirmed the reported extrinsic outflow graft obstruction, which could have contributed to the reported low flow alarms observed in the submitted log files. The first controller event log file contained events from 06aug2023 through 08aug2023 while the patient was supported by the pump. Low flow hazard alarms were captured on (B)(6) 2023. The pump's speed was ultimately increased by 1000 revolutions per minute on (B)(6) 2023 which appeared to increase flow values and resolve the alarms. The second controller event log file contained events from 17aug2023, following the pump exchange. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange due to outflow graft obstruction.